Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted.

Event description:
On same day of index procedure, the subject had complete heart block, prior to tavr deployment during crossing the valve with a safari wire and remained pacing dependent post tavr with underlying asystole. The subject was treated with temporary pacemaker during balloon valvuloplasty. On same day of the index procedure, a single chamber ventricular permanent cardiac pacemaker (medtronic) was implanted. At the time of report, the event was considered to be recovering/resolving.